Event description:
Pt underwent a left lower extremity arteriogram, pta of the left sfa stenosis and stent placement x2. According to the operative note, access to the femoral artery was gained using an 18-gauge needle. A 035 guidewire was advanced and the access needle was exchanged for a 5-french sheath. A 5-french omniflush catheter was used with a benson guidewire to obtain access to the left external iliac artery. A left arteriogram was performed. The omniflush catheter was exchanged over the guidewire for a kumpe catheter. The benson wire was exchanged for a rosen wire. Over this, a 6-french x 55 cm raabe sheath was attempted to be inserted. This could not be passed through the calcified right femoral access. After dilitation with a 5-french dilator, a 5-french raabe sheath was successfully inserted over the guidewire and inserted in the left external iliac artery. The study was completed, and the pt was taken to the holding area. The raabe cross-over sheath was removed; however, the sheath broke during traction. The pt was brought back to the procedure room where fluoroscopy showed approx 15-20 cm segment was retained intravascularly. The pt was re-prepped and re-draped, and a small cut down was performed to remove the retained portion of the sheath. The physicians feel the break was secondary to scarring and plaque in the vessel.